Event description:
Pt was revised to address pain and discomfort.

Manufacturer narrative:
Evaluation was not possible, as the product was returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting indicated that the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be reopened.